Event description:
I did a comparison test with two brands of glucose meter test strips: my branded onetouch ultramini strips by lifescan, and unistrip by unistrip tech. My blood glucose reading was normal for the time period. The unistrip tests ( I did 2 tests with that brand) were both high (well over a 10% difference that I have heard is allowable). Procedure that I followed: clean fingertip and pads of other fingers with alcohol swab to eliminate possible contamination; prick fingertip to obtain sample using lancing device; insert test strip into meter; verify the code on the meter matches that of the strip (25 for onetouch, 49 for unistrip); apply blood sample to strip, ensuring the sample completely fills the strip, by using the "window" on the strip; wait for / receive results. For the third test (the second test with the unistrip brand) I also marked the test as a "control solution" test, to insure it would not be stored in the memory. I also verified that all strips were not expired. The unistrips are listed as approved for use with meters purchased prior to (B)(6) 2012; my meter was purchased in (B)(6) 2011. As this was a quality test, to ensure accuracy or lack thereof of the new strips, there was no harm as a result.